Event description:
Customer took a blood glucose test at 9:53am and received a result of 348mg/dl. The customer took 2 units of novolog. At 11:53pm the customer's blood glucose was 219mg/dl and they took another 2 units of novolog. At 12:37am the customer's blood glucose was 161mg/dl. The customer didn't take insulin but was shaky and "out of it." Spouse found them incoherent and gave them milk and cookies. At 1:30am their blood glucose was 182mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.